Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the trocar did not retract and the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The unit was returned disassembled therefore conclusive functional testing could not be performed. The disassembly was attributed to user factors, however, the exact cause of the reported condition of failure to retract could not be determined.